Manufacturer narrative:
This is our initial and final report on this incident.

Event description:
The customer reported false negative reactions of two donor segments with a history of anti-s when tested with seraclone anti-s. The customer did not provide the supposedly defective product nor the donor segments that had caused the false negative results. Therefore our quality control laboratory tested the retention sample for potency and specificity. All positive and negative reactions were correct. We did not observe any false negative reaction. The minimum titer was exceeded. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.